Event description:
Patient reported left side rupture. Patient later reported left side "increased borderline large lymph nodes". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient later reported left side "increased borderline large lymph nodes".

Event description:
Patient reported left side rupture. Patient later reported left side "increased borderline large lymph nodes". Device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d3, d6a